Manufacturer narrative:
Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. No blank display noted during testing. No cosmetic damage noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they did not receive insert battery alarm. Display did not return after the insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.